Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that the device involved in the event was not a promus stent; it was a non-abbott stent.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that on (B)(4) 2009, the target lesion was located in the right posterior descending artery with 95% stenosis. The target lesion was treated with pre-dilatation and placement of a 2.5x18 mm promus stent with 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2010, 579 days post index procedure, the patient had an event of non-st elevation myocardial infarction and was admitted to the hospital and medication was given. The outcome is unknown. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.